Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 420 units of insulin. Reportedly, a new cartridge was loaded successfully but the insulin gauge was inaccurate. The customer¿s blood glucose level was 145 mg/dl. Customer loaded a new cartridge and received accurate fill estimate.